Manufacturer narrative:
A doctor's office alleged that a file broke in a patient's tooth and it was confirmed that the file was stuck in the tooth. The tooth was removed. The tooth extraction was completed the same day and successfully. To this date, the patient has recovered from the initial healing, post-extraction. The product in the alleged incident has not been received at this time. The device history record (DHR) has been reviewed and there were no deviations from the process. A trend review was conducted and there was one previous event reported for a similar incident. However, it is for the same product line, but different part number and lot number. No further investigation can be done at this time.

Event description:
A complainant alleged that a file broke off in a patient's tooth and the they were unable to retrieve the broken file and had to have the tooth be extracted.